Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient is being treated for a chronic driveline infection that began 3 years ago from a tug on the driveline site. The patient has not had any unusual alarms and her pump is working as expected. The customer reported that the patient is on a constant antibiotic therapy of keflex and the driveline infection has not gotten worse.

Manufacturer narrative:
Approximate age of device: 7 months. Device evaluated by manufacturer: no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had continued progression of weakness from the prolonged infection, which proved to be resistant to medications. It was reported that the patient is not eating nor drinking well and is now in hospice care at home.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015 due to infection. It was reported that the pump would not be returned for evaluation.